Manufacturer narrative:
Expiration date deleted - incorrect expiration date recorded on initial MDR. Correct date will be recorded on follow-up #2. Device manufacture date deleted - incorrect manufacture date recorded on initial MDR. Correct date will be recorded on follow-up #2.

Event description:
Four probes frosted during pretesting.

Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.

Event description:
4 probes frosted during pretesting.